Manufacturer narrative:
Event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion seal blister. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion seal and a worn-out upstream occlusion seal. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.